Event description:
It was reported that the pump exhibited a failed force sensor error. No patient injury was reported.

Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.b3 unknown.

Manufacturer narrative:
D10. Device available for evaluation, h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. D3, g1,2 email is: regulatory.responses@icumed.com. D4: complete UDI - (B)(4). One device was received. Per visual inspection, top case cracked. Functional testing was unable to duplicate/confirm the complaint and no evidence was found in the device history log (dhl). The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.